Manufacturer narrative:
Additional manufacturer narrative -the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
In (B)(6) 2004, this patient underwent an open total aortic arch replacement. The reason for this surgery was not reported. In (B)(6) 2009, the patient underwent an endovascular repair of a thoracic aortic aneurysm in the distal aortic arch using a gore® tag® thoracic endoprosthesis (tg3415/7046314). The preoperative aneurysm diameter measured 70 mm. On (B)(6) 2009, no adverse event was identified. The aneurysm diameter measured 69 mm. On (B)(6) 2009, the patient was discharged from the hospital in good condition. On (B)(6) 2010, the aneurysm diameter measured 75 mm. No endoleaks were identified. On (B)(6) 2011, the aneurysm diameter measured 80 mm. No endoleaks were identified. On (B)(6) 2012, the aneurysm diameter measured 80 mm. No endoleaks were identified. On (B)(6) 2014, a type ii endoleak from an unknown source was identified. The aneurysm diameter measured 83 mm. No reintervention has occurred. According to the cro in (B)(6), no further information is available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), device related risks include endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing records for the device verified that the lot met all pre-release specifications. The physician did not request a response from gore.